Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an issue with the pump battery. There was no reported impact to the customer's blood glucose. Although requested by tandem technical support, the customer declined to provide further information regarding the reported event.